Event description:
A talent stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm eight months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently the vessel morphology was reported as severe aortic neck angulation, 60 degrees and 14-16 mm in length. It was reported approx six months post stent graft implant, the stent graft had migrated, creating a type 1 endoleak, rupturing of the aneurysm and the pt expired. No add'l info was provided.

Manufacturer narrative:
(B) (4): evaluation results: migration, endoleak, death. Severe aortic neck angulation, 60 degrees.